Event description:
The consumer reported three different tampons came apart during tampon removal and pieces of the tampon remained inside her.

Manufacturer narrative:
Device history record could not be reviewed as a complete lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.